Event description:
It was reported that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2026. The area was cleansed with alcohol prior to insertion. The customer reported a puncture site infection. She had a pre-existing medical condition (lupus) which affected her immune system. On sunday, (B)(6) 2026 she woke up and the sensor area hurt and the sensor was removed. After removal redness and swelling were visible. She indicated, ¿the sensor was put on friday, sunday I woke up and it hurt so I removed it, by sunday afternoon the area was large and clearly looked infected, I woke up monday and it was awful so I went to the hospital and found it was a staph infection from the sensor.¿ symptoms included a rash with redness, inflammation, pimples/bumps, pus, and an abscess/infection on the arm. On (B)(6) 2026 she was diagnosed with a staph infection at the hospital and treatment medications included oral and IV antibiotics (clindamycin, bactrim, and prednisone). Her condition improved and she was discharged from the hospital with prescription antibiotics on (B)(6) 2026. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).